Manufacturer narrative:
(B)(4). Device evaluated by MFR: the pump, waste bag line, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device, along with 150ml of blood in the attached waste bag. Inspection of the device revealed that majority of the proximal spiral cut shaft was kinked and with holes in the shaft 18cm ¿ 89cm distal of the strain relief. Functional testing was performed by placing the device in the angiojet console. The complaint device ran through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range, during functional testing without any errors or alarms; however, the shaft leaked in numerous locations from the holes in the damaged proximal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03811. Reportable based on device analysis completed on 13 april 2018. It was reported that two catheters leaked. A spiroflex® angiojet® thrombectomy set was selected for a procedure. However, the device leaked. A second spiroflex® angiojet® thrombectomy set was then chosen to be used, but this device leaked also. No patient complications were reported. However, device analysis revealed holes in the shaft.